Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 18 months into the ins implant, patient had experienced shocking sensation. Caller reports physician thought patient was hallucinating and dismissed patient's claim of shocking sensation.  Additional information was received from the manufacturer representative (rep). It was reported that the patient stated on the phone the issue was resolved by replacing the device. The rep is unaware if any documentation was made by the previous rep. Additional information was received from the manufacturer representative (rep). It was reported that the previous rep left in march of 2020 to move to a business unit and he eventually left the company in december of 2020. The last note entered by the rep is from patient¿s trial but there is nothing related to the ins. Last note is from current rep from (B)(6) 2018. The note says patient has a concern that the device is not working. No mention of shocking.